Event description:
A reconstruction plate implanted in 2001 broke post-operative and was removed in 2001. Plate was implanted in a patient for a comminuted supracondylar/intercondylar right distal humerous fracture.